Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, it was reported that the insulin gauge displayed an inaccurate fill estimate. Although requested by tandem technical support, the contact declined to perform troubleshooting. Blood glucose level was 256 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 was verified. Based on the analysis, the alleged fill estimate issue could not be verified.